Event description:
The customer reported when the nurse call cable is plugged into the nurse call outlet on the alarm, the nurse call cable does not have a light fit. This was discovered during set up and no pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned alarm found the red led nurse call light at the test fixture toggles on and off when the nurse call cable is wiggle while plugged into the nurse call receptacle on the alarm. The nurse call receptacle's housing is damaged and does not call cable is not moved while in the receptacle the nurse call function works as it should. The unit passed all other functional tests. Visual inspection found there is a gap between the top and bottom enclosures and a cut on the green over mold at the top of the unit. Note: the damages found on the alarm can contribute to the functional issue. (B)(4).